Event description:
It was reported by the patient's mother that patient's blood glucose levels rose above 20 mmol/l (360 mg/dl) and ketones of 3 mmol/l (54 mg/dl) after wearing the pod for 2 days on the abdomen. The mother reported symptoms including nausea, vomiting, weakness, and abdominal pain. The mother took the patient to the hospital where they diagnosed diabetic ketoacidosis (dka). Treatment consisted of insulin administration and monitoring, which improved the patient's condition, leading to discharge after 2 days. The faulty pod was discarded and replaced with a new one.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.